Event description:
It was reported that a spectrum pump needed to be evaluated for an unknown symptom. During the device evaluation, the device constantly displayed the door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a cracked threaded insert boss and raised threaded insert resulting in excessive force being required to close door. The front case assembly was replaced.